Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a disconnection between their titanium adapter and pd catheter (non-baxter product), which caused harm (unspecified) to the pt. It was not reported whether the pt was hospitalized for the event or whether the pt received treatment for the event. The outcome of the event was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.